Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
"The doctor had inserted a 2.7 x 12mm locking screw into the left, long, volar plate. Then when trying to lock the screw, the locking mechanism would not engage, the screw just kept spinning. That occurred 2x's for the most proximal shaft hole and the 4th most proximal shaft hole. The doctor then removed the 2.7 x 12mm locking screw and replaced one of them with a 2.7 x 12mm bone screw. He left the other locking screw in the plate. Additionally, on the proximal distal row of the plate, the two most ulna holes would not lock completely with two 2.0 x 16mm locking pegs. The doctor decided to leave the locking pegs in the plate."